Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with multiple ventricular noise reversion episodes. It is unknown if any intervention was performed.

Event description:
New information received notes multiple ventricular noise episodes are still an issue. Lead revision was recommended. No intervention has been performed. Patient has not suffered any adverse consequences and remains stable.

Event description:
New information received notes patient presented for follow-up remotely via merlin.net on (B)(6) 2021 with episodes of atrial fibrillation. The remote transmission also showed there was noise on the ventricular lead during the atrial fibrillation episode. It was noted that this was a previously known issue and that right ventricular lead noise was confirmed via isometric testing. No intervention was performed. Patient was in stable condition.